Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted less than two months after implant. The device was explanted for an unknown reason. No new system was implanted. Attempts to gather additional information were unsuccessful. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted less than two months after implant. The device was explanted for an unknown reason. No new system was implanted. Attempts to gather additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis of the returned device found no evidence of device malfunction or failure. Visual examination of the device identified no anomalies. Testing was completed to assess sensing, device functionality and battery status, which was found to be normal. This device operated appropriately throughout all testing.